Manufacturer narrative:
(B)(4). Customer complaint: event date: (B)(6) 2021. The customer reported that the insulin pump had a multiple insulin flow blocked alarm when in fast delivery mode. Functional testing to be performed, completed: the insulin pump was received with a scratched case, a cracked keypad overlay, a pillowing keypad overlay and a serial number label missing. The test p-cap, reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08675 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. The pump history file, traces download was successful using thus. There was no delivery alarm, insulin flow blocked alarm recorded in the formatted history file from the event date: (B)(6) 2021. However, no delivery alarm, insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 21:47:44.000 alarm alert notification and (B)(6) 2021 21:48:26.000 alarm alert cleared during manual bolus delivery. The pump was cut open to perform visual inspection and no loose electronic components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted. The force sensor zero offset measured (22.8 mv) and within spec range. The motor was tested outside of the device and passed. Failure analysis summary: the insulin flow blocked alarm functions properly. No unexpected occlusions or no delivery alarm, insulin flow blocked alarm noted during the testing.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin flow blocked alarm when they offered fast delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.